Event description:
The rptr stated that he did back to back blood glucose tests, 1-2 minutes apart, using the same fingerstick, and got results of 478 and 208 mg/dl. He did not have any symptoms. During troubleshooting, two control solution tests were done with results. Of 145 (96-143) and 130 (96-143).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8